Event description:
(Drug/diluent: unk). (Procedure: unk). (Cathplace: unk). Product liability litigation - personal injury. No other information available at this time.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided, so, the lot and device history records could not be reviewed. Results: the information contained herein is based on the information provided by the initial reporter. No other information available at this time. Without the actual product or details of the incident, an analysis cannot be conducted. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.